Event description:
It was reported that the patient with this pacemaker was hospitalized and underwent a battery replacement due to lead wire breakage. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was hospitalized and underwent a battery replacement due to lead wire breakage. No additional adverse patient effects were reported.